Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v248575, implanted: (B)(6) 2010. Product type: lead: product ID 3888-33, lot# v164248, implanted: (B)(6) 2010. Product type: lead: product ID 3887-45, lot# v228075, implanted: (B)(6) 2010. Product type: lead: product ID 3887-45, lot# v091232, implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Event description:
It was reported the patient's leads started "coming through" their skin the previous thursday, as of the date of this report. No drainage or fever was reported. It was stated that "it looked whitish in color." It was noted the patient had a bandage. The patient was directed to go to the emergency room by the healthcare provider. Additional information has been requested, a follow up report will be sent if additional information is received.